Event description:
It was reported to medtronic minimed that the customer reported sensor broke in the transmitter and not disconnect from the transmitter also reported a crack on the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040ma. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1884 was returned for analysis. No product return is required for mmt-7841zn. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, serial number label missing, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, retainer knit line damage, cracked keypad overlay, stained keypad overlay, missing display cover and overlay scratched. Cosmetic damage was confirmed at battery compartment during analysis. Damage confirmed at the retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.